Manufacturer narrative:
The glidescope core 15-inch monitor and a glidescope core quickconnect cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and was unable to confirm video failure. The core 15-inch monitor was connected to known, good, test equipment and the video image was normal. The camera image quality test was performed and passed. The glidescope core 15-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image went dark halfway through the procedure. The customer reported that the endotracheal tube was visible, but past that, the image was black. The clinical specialist wiped the magnet end of the cable and plugged it back in and the device was fine. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.